Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The insulin pump was received with broken off reservoir tube lip. The reservoir was unable to lock in place and unable to performed occlusion test due to completely broken off reservoir tube lip. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked, cracked reservoir tube window and missing o-ring reservoir tube. (B)(4).

Event description:
The customer's father reported via phone call that the reservoir compartment was broken. The customer's blood glucose was 359 mg/dl at the time of incident. The customer's father reported that the insulin pump can hold the reservoir but it is not delivering properly. The customer's father stated that the blood glucose reached 500 mg/dl. The customer's father stated that they treated the high blood glucose with manual injection. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.